Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A partial lead was returned in one piece measuring 6.0 cm. Final analysis found a full breached outer insulation degradation was found at 4.4 cm adjacent to the connector boot region.

Event description:
This report is to advise of an event observed during analysis.